Event description:
As reported in the reference manufacture report number 6000001-2009-00439, in 2009, the physician from the facility contacted the baxter sales representative to report that six to seven blood stream infections occurred since they switched to flolink IV access device with positive fluid displacement and that they are not sure if they should continue using the product. It was suggested by the baxter sales representative that the infections could be related to the technique the nurses are using with the product. The customer switched to the flolink product approx three months prior. The month after the original month, additional info was received clarifying that a total pts from this facility had blood stream infections. The following lot numbers were provided by the clinic as the ones they have in stock, although they may not be the ones associated with the blood stream infections. This pt's access type was a peripherally inserted central catheter (PICC). The type of infection was diagnosed two days after the original date, and is abbreviated as (kp, entfs). The pt expired the next day. Additional info regarding this report has been requested of the facility including explanation of infection abbreviation.

Manufacturer narrative:
Reference manufacture report# 6000001-2009-00439. It is not known at this time if samples will be returned for eval.